Manufacturer narrative:
Device passed the displacement test. Adjusted the audio options audio volume 1-5 and found audio tone does not adjust accordingly, self test failed and confirmed in the device history due to broken wire (black ground) on electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had audio anomaly. Customer cannot recall their blood glucose reading. Troubleshooting was not performed. The insulin pump will be returned for analysis.